Event description:
During preventative maintenance of the device, the user reported the roller pump motor was noisy. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.